Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while cutting with the probe, a small part of the tip edge fell inside the eye during a vitrectomy procedure. The surgeon exchanged the probe and was able to remove the small tip edge. The procedure was completed with no harm to the patient.